Event description:
It was reported that the wake button was sticking and required multiple presses to turn on. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.